Event description:
It was reported the needle froze on the shaft and liquid bubbled at the top of the shaft. During a cryoablation treatment procedure, using 8 iceforce cryoablation probes, the shaft froze close to the patient's skin. Freeze was immediately stopped on that probe and thaw was initiated and the patients skin resolved. About 30 seconds later, they initiated the freeze again and the same probe now bubbled up with liquid at the top of the shaft. They stopped and removed the device from the patient. It was reported there were no patient injuries post case and is doing well.

Event description:
It was reported the needle froze on the shaft and liquid bubbled at the top of the shaft. During a cryoablation treatment procedure, using 8 iceforce cryoablation probes, the shaft froze close to the patient's skin. Freeze was immediately stopped on that probe and thaw was initiated and the patients skin resolved. About 30 seconds later, they initiated the freeze again and the same probe now bubbled up with liquid at the top of the shaft. They stopped and removed the device from the patient. It was reported there were no patient injuries post case and is doing well.

Manufacturer narrative:
Correction to the bsc aware date has been made, changed from 24 june 2020 to 23 june 2020.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination did not identify any related failures and the needle passed gas leak test without any bubble formation. The needle also passed testing for ice ball formation. There were no problems detected with the device.

Event description:
It was reported the needle froze on the shaft and liquid bubbled at the top of the shaft. During a cryoablation treatment procedure, using 8 iceforce cryoablation probes, the shaft froze close to the patient's skin. Freeze was immediately stopped on that probe and thaw was initiated and the patients skin resolved. About 30 seconds later, they initiated the freeze again and the same probe now bubbled up with liquid at the top of the shaft. They stopped and removed the device from the patient. It was reported there were no patient injuries post case and is doing well.